Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the patient suffered from a radial head fracture on an unknown date. It was reported that on (B)(6) 2012, the release opening on a synex with small end plate did not work. During instruction, the feeling of the closing of release opening was strange compared to the other devices, alternative implant devices were arranged additionally. So, the release opening in question was not used for the procedure. No further information is available at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigation has shown that the implant works absolutely fine. The implant rod could get distracted without problems. A functional test with the mis and the expanding collet showed no deviations to our specifications. We could not detect any product faults or mechanical misuses. The manufacturing records were reviewed and no complaint related issues were found.